Event description:
A customer reported the error message, "scan again in 10 minutes," while scanning the adc freestyle libre sensor 2 using librelink. As a result, on (B)(6) 2022, the customer experienced "sleeping tongue, lips and part of the face, weakness in legs, cold sweats," and had a loss of consciousness. The customer was provided coke - cola by the son for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan again in 10 minutes," while scanning the adc freestyle libre sensor 2 using librelink. As a result, on 1(B)(6) 2022, the customer experienced "sleeping tongue, lips and part of the face, weakness in legs, cold sweats," and had a loss of consciousness. The customer was provided coke - cola by the son for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. A watermark at the base of the tail was observed, this is an indication that the sensor was properly inserted. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.